Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, 90% stenosed lesion in the right coronary artery. A 2.0x15mm rx trek was advanced for pre-dilatation and met with resistance from the calcified lesion. The balloon ruptured during the second inflation at 12 atmospheres, and was removed without resistance. There was no adverse patient effect and no clinically significant delay in the procedure. The patient was treated with stenting to successfully complete the procedure. No additional information was provided.